Manufacturer narrative:
(B)(4). The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 82 mg/dl at the time of the call. During troubleshooting, customer stated the drive support cap appears normal and customer was able to complete the rewind process. The insulin pump was returned for analysis.